Manufacturer narrative:
(B)(4). Ther were no defects noted during batch reviews for potentially associated lot numbers (gd879908, gd879163). The as determined cause was user error-poor aseptic technique. The current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 4 for this incident of peritonitis. As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
During a follow up call for an unrelated alarm, baxter spoke with the patient's care giver who said that the patient was in the hospital for peritonitis. He stated that the drain line tubing broke while the patient was at the airport. Baxter also contacted the pdrn on (B)(4) 2011 who reported that the patient has been out of town since (B)(6) 2011 and was hospitalized (B)(6) 2011 for peritonitis. She did not feel that the peritonitis was due to any baxter device or solution. She felt it was related to the patient's environment during her travels. She reported that pd effluent was taken at the hospital for gram stain, culture, and wbc count. She stated that she had not yet received the results. She reported that during the patient's last clinic visit prior to leaving for her trip, the patient's pd effluent was clear and the patient was not febrile and had no symptoms of peritonitis. No further information is available at this time.